Event description:
After flap reconstruction, the pt was successfully monitored for blood vessel flow with the device for three days. On the third day, the probe was removed easily with no add'l tension required and the pt discharged. The flap then became cyanotic. The cuff was surgically removed. The cuff had apparently slid on the mammary vein and kinked it causing stricture.